Manufacturer narrative:
This report is submitted on may 28, 2021.

Event description:
Per the clinic, the patient experienced skin issues and was treated with topical steroid ointment at the implant site (specific date not reported). The implanted device remains